Event description:
The pt experienced a loss of stimulation in his right arm. Impedances were greater than 4000 ohms on all but 3 bipolar pairs when the device setting were amplitude: 1.5 volts, pulse width: 210 microseconds, and rate: 31 hz. Electrode combinations 0-1, 1-2, and 2-3 had impedances in the 2000 to 3000 ohm range. When the settings were changed to an amplitude 10 volts, pulse width 210 microseconds, and rate of 25 hz, impedances were in the 2000-3000 ohm range. The implantable pulse generator was replaced approx 2 weeks after the original complaint. There were no changes to impedances afterward. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The pulse generator has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.